Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a post audible alarm. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
While performing a review it was discovered that the file was inadvertently assessed as reportable. The report power on startup audible alarm is not reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2024-12023 is no longer considered reportable, please disregard any reports associated with it.